Event description:
It was reported that the patient experienced persistent high blood glucose while using the ilet, with a fingerstick reading of 412 mg/dl and concurrent cgm readings in the high range; the caregiver performed a cartridge and infusion set change, after which blood glucose began trending down to 389 mg/dl. Customer care provided troubleshooting and education with the caregiver, and cgm comparison with a fingerstick. Investigation of this case revealed no device malfunction observed by the user, no visible issue with the removed infusion set, and an unclear cause for the hyperglycemia. No symptoms associated with hyperglycemia reported. Outcomes included no emergency care, and self-management at home with continued monitoring. It was concluded that the event was user-reported hyperglycemia of unclear cause with improving glucose after site change and continued therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.